Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump was programmed to infuse a 270ml bag of calcium gluconate (2 grams) at 100ml/hr. Fifty-six minutes later the nurse discovered the infusion bag to be empty. The pump recorded a volume infused of 74ml. The customer reported no patient harm and no medical intervention.

Manufacturer narrative:
The customer¿s report of a calcium gluconate over infusion was not confirmed. Physical inspection noted the device to be in fair condition with no related anomalies. Analysis of the pcu event logs shows that at 9:40 am on (B)(6) 2015 the pump module was programmed for a basic infusion at 100ml/hr with a vtbi of 250ml. At 10:23 am, the device was channeled off. The recorded volume infused was 72.481ml. Functional testing was performed on the primary set; there was no leaking observed. Rate accuracy was performed and the device was found to be infusing within specification. The root cause of the reported event was not identified.